Manufacturer narrative:
A ge service representative performed investigation over the telephone. The malfunction was verified. It was determined that the hard disk needed to be replaced. Parts were ordered and are on backorder. No problems are anticipated after parts replacement. A follow up report will be filed if necessary.

Event description:
It was reported that the system 9600 locked up and could not be reinitialized. Unit not operational. There was no adverse patient involvement reported. There was no patient information reported.